Manufacturer narrative:
The reported melting of the plug was confirmed by a manufacturer field repair technician. Potential causes of the reported event include damage to the plug which can lead to heating up. The device was repaired at the user facility and returned to service.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the power cord plug was burned. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.